Event description:
A patient in a study underwent a da vinci-assisted low anterior resection and flexible sigmoidoscopy ileostomy creation procedure. During a routine post-operative assessment two days after surgery, it was noted that the created ileostomy needed surgical revision to ensure a tighter fit. The ileostomy was reportedly functional; however, there is intussusception of the ileostomy with prolapse of the distal limb. It had been reduced several times but would immediately come out. It was discussed with the patient that there could be a revision of the ileostomy to try to make it snug or make this an end ileostomy with a small mucous fistula to perhaps avoid this from happening for the next several weeks before the plan to reverse his ileostomy, versus observation. The patient chose to proceed with the revision. Intussuscepted efferent limb of loop ileostomy was performed the next day. The patient tolerated the procedure well and was transferred to recovery in stable condition. The day after discharge following the index procedure, the patient presented to the emergency department with nausea, vomiting and the inability to tolerate solids. A CT scan of the abdomen and pelvis indicated a small bowel obstruction resulting in re-hospitalization. There was low output from the stoma and the patient was placed on bowel rest, IV fluids and ng tube decompression. Due to continued low output from the stoma, the decision was made to proceed with stoma revision surgery with possible exploratory laparoscopy. The index procedure was completed without reported intra-operative complications. There were no da vinci device malfunctions. The patient discharged occurred nine days later.

Manufacturer narrative:
There was no report that a da vinci system, instrument or accessory malfunctioned during the procedure. Additional patient information: height 177.8 cm.